Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that their insulin pump would not allowed to rewound. The customer¿s blood glucose was 201 mg/dl at the time of incident. Customer was just changing the infusion set and when they tried to rewound, the insulin pump was not allowed to rewound. The insulin pump will not be returned for analysis.